Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: the cartridge and battery caps were not returned with the product; a test battery cap was used to verify steps. The pump case was found to be intact and no battery cracks were observed. Moisture/corrosion was observed in the battery compartment and the pump did not power up or display the verify screen; the display was observed to be blank. Pump investigation could not be completed due to moisture damage in the pump. The pump case was removed and no further moisture was observed. The download was not available due to moisture damage in the pump. A leak test failed due to a case seal leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.